Event description:
It was reported that during a catheter exchange procedure, difficulty was encountered passing the spring wire guide into the existing catheter because it was kinked. The physician decided to cut the catheter and reinsert the spring wire guide. During subsequent manipulation of the spring wire guide, the catheter embolized into the pt. The embolized catheter was removed in radiology. There were no further complications.